Event description:
It was reported during insertion when the syringe was connected to the cannula of the arrow raulerson syringe the luer connector of the cannula broke off. As a result, a new set was opened and used successfully. There was no delay in treatment and no pt death or complications were reported. On (B)(6) 2012, f/u info states the cannula did not break off but the plastic hub of the cannula broke. The clinician removed the cannula and used one from a new set.

Manufacturer narrative:
(B)(4). Sample will not be returned.